Event description:
It was reported that this patient with this dual chamber pacemaker presented to the emergency room. Upon device interrogation, it was found that the right ventricular (rv) lead exhibited a sudden increase in pacing threshold measurements, which led to failure to capture on the rv lead. These observations were confirmed during troubleshooting. As part of device troubleshooting measures, the device was programmed to its highest voltage outputs which confirmed that the rv lead was still not capturing. Upon visual inspection, the physician reported the lead appeared to be in the same position as compared to implant. Subsequently, the patient underwent additional surgical intervention where the rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.